Event description:
The first stapler was used twice without difficulty. On the third reload, the stapler wouldn't fire, and when the reload was replaced the handle broke off. A new stapler was used with a new reload which didn't fire. At that point, a different device was used. No harm to the patient.